Event description:
It was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced pain and suffering, emotional distress and inconvenience, urinary problems, infection and related symptoms, and has undergone add'l surgery.